Event description:
It was reported that due to ossification, only 7 electrode channels could be inserted. Initially, hearing was not good and currently there is no benefit. A surgical intervention is required to treat a nf2 condition, therefore, it was decided to explant the device to perform an enhanced MRI examination. Explantation surgery is scheduled for (B)(6) 2012.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.